Event description:
It was reported that the pt received a craniotomy and the durepair product was implanted. Subsequently (within 12 hours of the procedure), the pt seized. There was a stay (of unknown duration) in the ICU, and then the pt died. The physician was unable to determine the etiology of the seizure.